Event description:
It was reported that an asymptomatic patient presented via merlin.net. Stored episodes of noise reversion and auto mode switch due to atrial lead noise were observed. Since the patient had moved location, the nurse would contact the patient and urge him to find a cardiologist so that the lead could be assessed further.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.